Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. The pulse generator could not be interrogated. The patient stated that he had undergone 42 radiation treatments for cancer. On (B)(6) the patient was brought back to the clinic to attempt to download the device software but it was unsuccessful. The device was stuck on backup vvi reset. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.